Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Add'l pt/event details have been requested. Should add'l info become available, a f/u report will be submitted. This initial reporter was unable to specify a lot number for the reported device. Instead, three potential lot numbers were provided: 61674r009, 61674r005, 616174r004.

Event description:
It was reported the endotracheal tube cuff leaked immediately after the pt was intubated. The endotracheal tube was subsequently removed and the pt was reintubated. No pt complications were reported as a result of this event.

Manufacturer narrative:
Additional information was received from the manufacturing site to provide the date of manufacture and the expiration dates for the three potential lot numbers in question that were provided by the customer. The manufacturing site was only able to confirm that the only valid product lot number that was reported by the customer is 616174r004 (date of manufacture: 12/2013, expiration date: 12/2018). The other 2 are missing digits for the 2 product lot numbers 61674r009, 61674r005 so we are unable to confirm the device of manufacture and expiration date for those potential lot's. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on may 26, 2015.

Manufacturer narrative:
A quality complaint investigation was performed. No sample was received from the customer. Based on an unconfirmed lot number included in a photo provided by the customer (lot# 617510r005), the assembly work order was retrieved to assist in the investigation. Reviewing of the assembly record does not reveal any sign of such defect detected during a vacuum test. Reviewing of the risk assessment file does cover the few potential causes and it's controlled. Actual root cause analysis could not be performed as the complaint sample is not expected to be available for evaluation. Review of the batch review does not reveal any sign of abnormalities. Based on the picture provided without any investigation that can enable us to conclude the root cause of the product failure and with the information available, we are unable to determine the root cause of the complaint. Therefore, no corrective action has been identified as a result of this analysis. No previous investigations are available. After a detailed batch review, based on the lot number included in a photo provided by the customer, no discrepancies were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring review will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on july 24, 2015.